Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected blank display noted during button press. The insulin pump was programmed with multiple 2.0 units manual deliveries with were properly delivered and recorded in the bolus history. The insulin pump functioned properly. No bolus anomaly noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were unable to delivery bolus. The customer also reported that the insulin pump went blank when trying to deliver a bolus. The customer's blood glucose was 9.0 mmo/l at the time of incident. The insulin pump will be returned for analysis.